Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clips remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a starclose se clip was placed on (B)(6) 2014 after a diagnostic procedure to check for clots/blockages due to chest pain. No clots/blockages and no interventional procedure performed; however, the patient has experienced pain in the right leg ever since. Reportedly, no problem with the leg prior to the starclose se clip being placed. Pain was experienced during deployment of the starclose se device and the pain reportedly has never subsided. Right leg goes numb, trouble with circulation, and walking with a limp. Patient goes to physical therapy and to a pain specialist. Patient has followed up with the cardiologist and orthopedic doctors and no intervention has been performed. Suggested to take ibuprofen for pain. MRI has been performed and no issues have been identified. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; however, the reported treatment appears to be related to circumstances of the procedure. A review of the lot history record could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.